Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with an ez steer thermocool sf navigational catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, an immobile cardiac silhouette was observed. Echocardiography revealed a cardiac tamponade. Pericardiocentesis yielded an unspecified amount of fluid. There were no known factors that might have contributed to the event. It was stated that at no time was the situation critical. The patient stabilized quickly and they could not understand how the cardiac tamponade occurred. There is no information regarding extended hospitalization or the physician¿s causality opinion. It was unknown if a transseptal puncture was performed. Ablation was performed at 25-35 watts. Irrigated catheter flow was set at 17 ml/min. The overall time for ablation at the site of injury and the last ablation cycle time at the site of injury were not known. It was not known if the power was titrated during ablation. It was stated that the event occurred during ablation of the left atrium with the ez steer thermocool sf navigational catheter with the power of 25 watts and irrigation at 17ml/min. There were no error messages observed on the biosense webster equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.